Manufacturer narrative:
Distributor information: hospira inc. Us service center, (B)(4), exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. This complaint was not deemed reportable under the then effective reporting procedure, but is reportable under revised reporting procedure which exercises stricter interpretation to reporting obligation. This case is an outcome of retrospective review performed on all our old non-reportable events, to ensure all our cases are in -part with our new procedure (of the ~920 files reviewed in the retrospective review 33 cases were deemed reportable based on the current reporting scheme. Of course none had serious injury or death, as those are reportable under old and new procedures).

Event description:
"Bolus over delivery. The patient described a bolus which has been delivered during more than 2 hours. The nurse is suspicious about the flow administrated because the bag was empty when she returned to the patient home. Patient involvement: yes. Death/serious injury: no. Human harm: no."